Event description:
Event description guidant received information that one day post implant of this right ventricular lead, testing revealed that pacing therapy was not being delivered. Therefore, the lead was explanted and replaced without further incident.